Event description:
The site reported the following: a pt had undergone an extremity revascularization nd the access site was closed with an abbott perclose suture device. The site reported that the entire vessel had shut down after the perclose device was inserted access to the vessel was re-established by puncturing through the perclose suture. An ev3 spider filter wire along with an angiojet xvg thrombectomy catheter was used to remove the clot. The site reported that the xvg was inserted with difficulty and did not completely advanced. When withdrawing, the xvg became caught and the tip was torn off of the catheter. The tip remained on the guide wire and was captured in the filter. It was reported that none of the torn tip was left in the pt.

Manufacturer narrative:
(B)(4). Product analysis received an examined the returned xvg catheter. Visual examination showed that the catheter tip was missing. The reported problem of the time break off was confirmed.